Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead exhibited noise on the ventricular rate sense channel. This noise was sensed by this implantable cardioverter defibrillator, and resulted in brief periods of pacing inhibition (2-3 consecutive beats). No adverse patient outcomes were reported. Due to suspected insulation damages on the lead, the physician elected to decrease the sensitivity of the device, which corrected the oversensing. The patient will continue to be monitored.